Event description:
Pt experienced cardiopulmonary arrest. The defibrillator failed to "fire" x 3, but would deliver stacked shocks. The outcome may or may not have been affected by the potential device failure.